Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The patient reported that she obtained results of "280, 300 and 400mg/dl" on the subject meter, but could not specify when the results were obtained. The tests were performed more than 20 minutes apart. The patient manages her diabetes with fixed insulin doses and stated that she had consumed more food or drink, but could not specify when. The patient denied developing any symptoms, however stated that "three months ago" she was treated in an emergency room (ER) with "three units of insulin, then three more units." The cca noted during troubleshooting that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported because it could not be concluded that the medical intervention reported by the patient was unrelated to the allegedly inaccurate results obtained on the subject meter.

Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: the retain test strips failed for precision at both the 100 and 300 mg/dl level. In addition, a device history record (DHR) was done on the subject meter lot, which was found to have a deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.